Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under monitored anesthesia care (mac). Per CT and MRI, it was noticed that there was a suspected rectal wall infiltration. Therefore, the physician decided to delay the patient's radiation treatment for a month. It was reported that the patient is asymptomatic.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "gel found in unintended site - nonvascular" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, gel was found in an unintended site. Gel found in unintended site is understood to be primarily caused by the user having the needle in the incorrect location at the time of injection. The IFU and required training provide guidance to the user to ensure the needle is in the correct location at the time of injection. Given the available evidence and details of the reported event, it is probable that the needle was not placed in a location consistent with the instructions for use and required training, causing the incorrect placement of the gel. For that reason, the reported event of gel found in unintended site - nonvascular, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.